Event description:
When an image is recalled from the mini image directory, the wrong image is displayed on the left monitor. There was no pt involvement. Issue was not discovered during a case. No one was injured as a result of this issue.

Manufacturer narrative:
The field service engineer fixed the problem by replacing the hard drive. Hard drive was returned but cannot be located at this time for evaluation.